Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Account reported that patient underwent uneventful ilasik in both eyes on (B)(6) 2014. Referred back to center on (B)(6) 2014 to evaluate and treat striae in left flap. Flap was lifted and stretched in left eye without complications. (B)(6) 2014 visual acuity sans corrected (vasc) 20/20-2 right eye, 20/30 left eye. Prescription +0.50 -0.50 x 090 20/20 rigth eye, plano -0.75 x037 20/30 left.